Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in the patient's mouth it was verified its loss of osseointegration, but didn't provide any other information about the case.